Event description:
Boston scientific received information that during the attempted implant of this right atrial (ra) lead, the pacing impedance measurements were above 2,000 ohms. The other lead measurements were also unacceptable. It was also noted under fluoroscopy that the stylet had punctured through the insulation. A fracture was suspected. It was also reported that during the same procedure, the helix of the right ventricular (rv) lead did not appear to be functioning normally. Under fluroscopy, it was noted that the conductor coil appeared stretched and a fracture of this lead was also suspected. Both the ra and rv leads were extracted and successfully replaced with competitor products. No adverse patient effects were reported. The leads will be returned for laboratory analysis.

Manufacturer narrative:
As of today, this product has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.